Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ impact codes, code "4632" removed as summary states "no delays". The lot # 25159912 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, after harvesting, the svg is pressurized and the side branches that have leaked saline and those that may have leaked are clipped or ligated, and finally, no leakage is confirmed before use as a bypass graft. However, after closing the chest, blood leakage from the svg was confirmed, so the chest was reopened and the bleeding stopped. The jaws were closed when inserting the tool. No resistance was noted. The cause of the bleeding was that the vh4000 was used to cut the side branch with the proper method and setting, but the sealing was insufficient/ the sealing of the side branch was not done. Blood leaks were from side branches that were not clipped or ligated. After reoperation, the patient is stable. The power setting for the hemopro power supply is 3. After the off pump bypass was completed, the thoracotomy was performed again to stop the bleeding. No other intervention required. No delays. The patient's condition is stable, but the hospitalization period is extended.